Event description:
According to the customer, one of the legs on the rollator is bent on the welded area near the crossbars. Customer states the rollator is wobbly; the legs on the rollator are not all on the floor at the same time.

Manufacturer narrative:
According to the customer, one of the legs on the rollator is bent on the welded area near the crossbars. Customer states the rollator is wobbly; the legs on the rollator are not all on the floor at the same time. Customer noticed the issue before use and did not continue to use it. Due diligence was completed, the customer did not provide any additional information related to this incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.